Manufacturer narrative:
Pump passed the displacement test, current test but failed during prime/a33 test and rewind anomaly due to loose drive support disk. Pump received with broken battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly and prime anomaly. The blood glucose value of the customer was unknown. The customer reported that the insulin pump had slower rewind and the insulin pump had also rejected new batteries. The customer also reported that the insulin squirts out instead of dripping. The drive support cap was slightly intended. The customer declined for troubleshooting. The customer was advised to disconnect to the pump and revert to back up plan. The insulin pump will be returned for analysis.